Event description:
It was reported that during a tka (left side), the insert did not seat properly. Lateral side did not seat. There was a gap between the baseplate and insert. A spare insert was used instead.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Minor damage to posterior locking feature of the returned device is consistent with debris preventing complete locking. The event was confirmed. The investigation determined the likely root cause of the event to be third body debris between the insert and baseplate which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a tka (left side), the insert did not seat properly. Lateral side did not seat. There was a gap between the baseplate and insert. A spare insert was used instead. Update:lateral side did not seat.